Event description:
It was reported that during servicing, the stylus did not match where the cursor was on the programmer screen. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the touchscreen would not work, therefore the touchscreen was replaced. (B)(4).